Event description:
It was reported that the compressor did not work. There was no patient harm reported. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was claimed that the device was not working. The issue was related to drainage valve. Based on technician statement, the drainage valve has been found defective and replaced to resolve the issue. The device was delivered to the user in working condition. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Further evaluation of the issue indicated, that servo ventilator or flow anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Alarms will be generated, and proper measures can be taken. There is no indication that the compressor delivered compressed air to the ventilator with a relative humidity that exceeded the specification. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part has been not available for the further analyze of the issue. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).